Manufacturer narrative:
Updated: d8, h4, h6, h10 corrected: d9, h10 (device not returned and not sent out for independent testing) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer did not provide a facility cleaning disinfection and sterilization practices (cds) checklist. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined and the reported event could not be confirmed, as the device was not returned to olympus for evaluation and was not sent to an independent laboratory for culture testing. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the colonovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.